Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal follow up in clinic. Upon investigation, the left ventricular lead was found with no capture. All vectors tested exhibited either no capture or phrenic nerve stimulation. The lead was explanted and replaced. The patient had complications as a result of the loss of capture.